Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation. It is likely, the foreign material at video connector and actuator may have remained, due to physical damage on the device. Which prevented the removal of foreign material, even with proper reprocessing. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): reprocessing manual, for enf-v3, reprocessing procedure is described in the reprocessing manual. The legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign object on actuator, angulation lever, and at the video connector. There were no reports of patient or user harm associated with this event.